Event description:
While under sedation for a hysteroscopic polypectomy the forceps jaw fell off into the patient's uterus and was retrieved using a grasper. This caused a surgical/anesthesia prolongation of 60 minutes. There were no reports of patient harm and the outcome of the procedure was not impacted by the failure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Corrected fields: a6, b3 - the event occurred sometime in (B)(6) 2024 or early (B)(6) 2024 on an unspecified date. Updated fields: d8, d9, h3, h6, h11. The device was returned, without its original packaging and without the bottom jaw, to olympus for inspection. The reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.